Event description:
A third party representative called on behalf of the customer and reported she was hospitalized with diabetic ketoacidosis and a dental abscess. Customer's blood glucose was not known. The customer was wearing the insulin pump at the time of hospitalization. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.